Event description:
When inserting the strip into the blood glucose device, the meter lead lo prior to the strip being dosed with blood or control solution. No actions were taken or treatment was reportedly rec'd as a result. A request was made for the return of the suspect device and replacement product was sent.